Event description:
Sales rep reported revision surgery. Patient has been revised to address pain and elevated metal ion levels. Update: (B)(6) 2014 - litigation received. Litigation alleges disability. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address alval. Upon revision, clear slightly brown tinged fluid, tissue necrosis, and trunnionosis with blackened areas on the trunnion (no major defects) were noted. The sleeve and stem are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product/lot code combination. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.